Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information received in description of event indicates that the alpha device was not involved in the event. It does not meet the requirements stated under 21 cfr part 803.20. The event for this pr# is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 27oct2021: received the CT scan. The physician reviewed the images and it appears that the component separation was between the cmd and bifurcated device. Alpha portion looked intact.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: component separation. On (B)(6) 2020: endovascular repair of ruptured aaa with endovascular grafts; on (B)(6) 2020: type iii endoleak repair of 2 aortic cuffs. No detailed information is available as these procedures were performed at outside facility. Patient outcome: no information regarding the patient has been received.